Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/11/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. The following information was requested, but unavailable: were there any patient consequences? : according to the feedback of the sales representative, all the above answers are unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that a patient underwent a left lobe subtotal thyroidectomy due to a left lobe goiter on (B)(6) 2021 and suture was used. During the procedure, the nonabsorbent suture used was broken when the vessel was ligated and knotted with the suture and the vessel could not be ligated. Another like device was used. After timely replacement of suture, the ligation was completed, and the operation was successfully completed. There were no adverse patient consequences reported. Additional information was requested.